Event description:
The customer reported a scleral burn occurred while the surgeon was using the fragmatome handpiece. The customer was reluctant to discuss anything until after she had spoken to risk mgmt. The customer was willing to complete a questionnaire. Multiple attempts made for more info on the event, and pt status with no response.

Manufacturer narrative:
The co svc rep examined the sys, and the sys met prod specifications. Three fragmatome handpieces were tested and all tuned okay. One fragmatome handpiece has a dented nosecone. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.